Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, displacement test, force sensor test, occlusion test and displacement accuracy test. Pump failed screen portion of the self test due to pump error 63 alarm. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error found on 25-nov-2023 at 21:28:11.00. The formatted history file confirmed pump error 54 alarm (line number 1421 file number 32122) due to pe54 was triggered due to the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Problem isolated to the electronic assembly as per global logic analysis (esf3010978). Pump error 63 variable 3 was noted in the history download on 25-nov-2023 at 22:28:20.00 and occurred during testing due to poor solder joints on the u1 chip on keypad assembly. Pump error 4 was confirmed in the history files on the 25-nov-2023 at 22:37:08.00 due to the motor mcu did not get the response from the main mcu when sent the request. Pump error 3 was confirmed in the history files on 25-nov-2023 at 21:28:13.00 due to ipc communication timeout: the main mcu did not reply to the motor ipc message withing the timeout. Pump was cut open and evidence of moisture damage on the pcba 1 and the force sensor were noted during visual inspection. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, missing display window cover, cracked case (battery tube), battery cap damaged, reservoir tube cracked.in summary, customers alleged pump error 54 was confirmed through the pump history download due to a software error. Pump error 63 was confirmed in the history files and through visual inspection where poor solder joints on the u1 chip on keypad assembly were found. Pump error 3 and pump error 4 were confirmed due to hardware error anomalies. Exposed to moisture confirmed on the pcba 1 and force sensor. Pump passed full drive test. Unable to confirm high bgs. Pump failed self test due to poor solder joints on the u1 chip keypad assembly.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 54 pump error 3, pump error 63. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion).. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully. Advised the customer to do a self-test on the pump and it got passed. Error table indicated that pump requires replacement. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.